Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub nurse reported that during a vitrectomy procedure at the time of the vitreous removal, the system stopped working and the cassette could not be removed. The surgeon turned off the system and brought down the air tubing. This did not resolve the issue. The surgery was not completed. On the following day, the cassette was able to be removed and the surgery was completed.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, it was determined that the cause was found to be usage error, as the operator did not press the cassette eject button fully. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 20, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer use error. (B)(4).